Event description:
Healthcare worker reported being exposed to cidex opa on their wrist, resulting in a rash and irritation. They were seen by a physician and prescribed triamcinolone cream. The employee was wearing personal protective equipment at the time of the exposure.